Event description:
The pt reported he is getting "site infections" from his insulin infusion sets. He stated the redness and irritation usually occurs 2-3 days after he inserts the infusion set. He said he was not having this issue prior to using this box of infusion sets. During troubleshooting, the pt stated the introducer needle seems to hurt more and that he inserts the set very slowly and with a great deal of pressure. The pt was advised that this type of infusion set is made to be inserted quickly with little pressure on the introducer needle. He stated that because of the infection, he had an elevated blood glucose reading of 293 mg/dl with his normal range being 130 mg/dl. The pt stated he did not retain any of the product to return. After discussion, the pt agreed to try a shorter cannula and samples were sent to him. On follow up, the pt stated "the smaller cannulas made all the deference. I am just really surprised at how just changing the cannula size fixed everything." The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.